Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 470 mg/dl. Customer stated that the pump alarmed battery out limit after battery change. The customer was advised to monitor and call back if they have any further issues. The insulin pump will not be returned for analysis.